Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified system error which was not reproduced during evaluation. A review of the event history log observed system error 345 alarms. Evaluation was unable to reproduce and observed no discrepancies. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error in the emergency room department. There was no patient involvement. No additional information is available.